Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the lever surface of the device was destroyed by the customer with a saw. The surface of the device has indentations and scratches and can therefore no longer be used. The reported event was confirmed as the visual evaluation revealed that deep gouge marks in the radiolucent (aluminum) portion of the device.

Event description:
It was reported that the lever surface of the device was destroyed by the customer with a saw. The surface of the device has indentations and scratches and can therefore no longer be used. There was no harm or adverse event for patient, operator or third party reported. No further information received.